Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the persistent type ia endoleak post secondary endovascular procedure event is confirmed. This is consistent with the reported adverse event/incident. The procedure related harms identified were multiple type ii endoleaks (non-device related failure) from the lumbar arteries. Device, user, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being in stable condition and being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system and two (2) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). There was an intraoperative type ia endoleak during the initial procedure that was treated a palmaz (non-endologix) stent. Approximately three and a half (3.5) years post initial procedure during a routine follow-up a suspect type ia endoleak was identified. Re-intervention was completed with ballooning only. Some residual type ia endoleak remained. Additional scan will be performed in approximately one (1) month. Final patient status was reported as stable. The previously reported intraoperative type ia was submitted under MFR# 3008011247-2017-00005.